Event description:
The customer reported a collimator iris pot error. This error disables x-ray functionality on this system. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator. The system operates as intended.